Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder mass ("there was a mass in my bladder that wasn't a tumor prese they did a biopsy and it was noncancerous") and autoimmune disorder ("autoimmune issues") in an adult female patient who had essure (batch no. B82841-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2001, drug allergy (naproxen, percocet) on (B)(6) 2014, candida infection, fatigue and hormonal imbalance. Concurrent conditions included sleep disorder, dizziness since (B)(6) 2017, nausea since (B)(6) 2017, hematuria and malaise. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced mood swings ("mood swings") and cystitis ("bladder infection"). In (B)(6) 2015, the patient experienced renal pain ("pain left side near kidney."). In (B)(6) 2016, the patient experienced petechiae ("petechea nose") and the first episode of dermatitis contact ("shampoo allergy"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("bv before removal") and urinary tract infection ("uti"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (other) describe: after removal the cuff had a hard time heeling and was infected"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder mass (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the second episode of dermatitis contact ("allergic reactions"), nausea ("nausea"), dyspareunia ("painful sex"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anger ("rage"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), amnesia ("memory loss"), feeling abnormal ("brain fog") and haematuria ("abnormal bleeding in urine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder mass, autoimmune disorder, the last episode of dermatitis contact, nausea, depression, anxiety, vaginal haemorrhage, menorrhagia, mood swings, bacterial vaginosis, urinary tract infection, vaginal infection, anger, petechiae, dysmenorrhoea, fatigue, abdominal distension, alopecia, amnesia, cystitis and haematuria outcome was unknown, the dyspareunia, renal pain and feeling abnormal had resolved and the weight increased was resolving. The reporter considered abdominal distension, alopecia, amnesia, anger, anxiety, autoimmune disorder, bacterial vaginosis, bladder mass, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, haematuria, menorrhagia, mood swings, nausea, pelvic pain, petechiae, renal pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dermatitis contact and the second episode of dermatitis contact to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test showing bilateral cornual tubal occlusion and placement of both micro-inserts within 30 mm of the uterine cornua.. Most recent follow-up information incorporated above includes: on 12-mar-2019: pfs received: event abnormal bleeding in urine added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), bladder mass ("there was a mass in my bladder that wasn't a tumor prese they did a biopsy and it was noncancerous") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (batch no. B82841-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included augmentation mammoplasty in 2001, drug allergy (naproxen, percocet) on (B)(6)2014 and candida infection. Concurrent conditions included sleep disorder, dizziness since (B)(6)2017, nausea since (B)(6)2017, hematuria and malaise. In july 2014, the patient had essure inserted. In may 2015, the patient experienced mood swings ("mood swings") and cystitis ("bladder infection"). In september 2015, the patient experienced renal pain ("pain left side near kidney."). In april 2016, the patient experienced petechiae ("petechea nose") and the first episode of dermatitis contact ("shampoo allergy"). In march 2017, the patient experienced bacterial vaginosis ("bv before removal") and urinary tract infection ("uti"). In august 2017, the patient experienced vaginal infection ("infection (other) describe: after removal the cuff had a hard time heeling and was infected"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder mass (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), the second episode of dermatitis contact ("allergic reactions"), nausea ("nausea"), dyspareunia ("painful sex"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), anger ("rage"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), abdominal distension ("bloating"), alopecia ("hair loss"), amnesia ("memory loss") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder mass, autoimmune disorder, the last episode of dermatitis contact, nausea, depression, anxiety, vaginal haemorrhage, menorrhagia, mood swings, bacterial vaginosis, urinary tract infection, vaginal infection, anger, petechiae, dysmenorrhoea, fatigue, abdominal distension, alopecia, amnesia and cystitis outcome was unknown, the dyspareunia, renal pain and feeling abnormal had resolved and the weight increased was resolving. The reporter considered abdominal distension, alopecia, amnesia, anger, anxiety, autoimmune disorder, bacterial vaginosis, bladder mass, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, mood swings, nausea, pelvic pain, petechiae, renal pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of dermatitis contact and the second episode of dermatitis contact to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure confirmation test showing bilateral cornual tubal occlusion and placement of both micro-inserts within 30 mm of the uterine cornua.. Most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid) incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('abnormal bleeding'), bladder mass ('there was a mass in my bladder that wasn't a tumor prese they did a biopsy and it was noncancerous') and autoimmune disorder ('autoimmune issues') in an adult female patient who had essure (batch no. B82841-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy (naproxen, percocet) on (B)(6) 2014, augmentation mammoplasty in 2001, candida infection, fatigue, hormonal imbalance and bladder prolapse. Concurrent conditions included dizziness since (B)(6) 2017, nausea since (B)(6) 2017, sleep disorder, hematuria and malaise. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful sex"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In (B)(6) 2015, the patient experienced mood swings ("mood swings") and cystitis ("bladder infection"). In (B)(6) 2015, the patient experienced depression ("depression"), anger ("rage"), amnesia ("memory loss") and renal pain ("pain left side near kidney."). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced petechiae ("petechea nose/ petechea on chest, arms and legs"), dermatitis contact ("shampoo allergy") and rash ("rash on nose"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("bv before removal") and urinary tract infection ("uti"). In (B)(6) 2017, the patient experienced vaginal infection ("infection (other) describe: after removal the cuff had a hard time heeling and was infected"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder mass (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), cosmetic allergy ("allergic reactions"), nausea ("nausea"), anxiety ("anxiety"), feeling abnormal ("brain fog"), haematuria ("abnormal bleeding in urine"), back pain ("back pain"), colitis ("colon inflammation"), erythema ("face red"), acne ("acne"), hair growth abnormal ("hairgrowth") and post procedural fever ("8 days essure free and had low grade fever") and was found to have weight increased ("weight gain") and blood urine present ("blood in urine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, bladder mass, autoimmune disorder, cosmetic allergy, nausea, depression, anxiety, vaginal haemorrhage, menorrhagia, mood swings, bacterial vaginosis, urinary tract infection, vaginal infection, anger, petechiae, dysmenorrhoea, fatigue, abdominal distension, alopecia, amnesia, cystitis, dermatitis contact, haematuria, rash, back pain, blood urine present, colitis, erythema, acne, hair growth abnormal and post procedural fever outcome was unknown, the dyspareunia, renal pain and feeling abnormal had resolved and the weight increased was resolving. The reporter considered abdominal distension, acne, alopecia, amnesia, anger, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bladder mass, blood urine present, colitis, cystitis, depression, dermatitis contact, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, haematuria, hair growth abnormal, menorrhagia, mood swings, nausea, pelvic pain, petechiae, post procedural fever, rash, renal pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased and cosmetic allergy to be related to essure. The reporter commented: right and left side 3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure confirmation test showing bilateral cornual tubal occlusion and placement of both micro-inserts within 30 mm of the uterine cornua.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : events added- rash. Events onset date and medical history added. On (B)(6) 2019: social media received : events added- blood in urine, back pain ,colon inflammation, face red ,acne ,hair growth ,postoperative fever. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain is excruating') and post procedural infection ('infection') in an adult female patient who had essure (batch no. B82841-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included drug allergy (naproxen, percocet) on (B)(6) 2014, augmentation mammoplasty in 2001, candida infection, fatigue, hormonal imbalance, bladder prolapse and normal delivery (live child). Concurrent conditions included dizziness since (B)(6) 2017, nausea since (B)(6) 2017, sleep disorder, hematuria, malaise and polycystic ovarian syndrome. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced dyspareunia ("painful sex"). In january 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In may 2015, the patient experienced mood swings ("mood swings") and cystitis ("bladder infection"). In september 2015, the patient experienced depression ("depression"), anger ("rage"), amnesia ("memory loss") and renal pain ("pain left side near kidney."). In january 2016, the patient experienced alopecia ("hair loss"). In march 2016, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and fatigue ("fatigue"). In april 2016, the patient experienced petechiae ("petechea nose/ petechea on chest, arms and legs"), dermatitis contact ("shampoo allergy") and rash ("rash on nose"). In march 2017, the patient experienced bacterial vaginosis ("bv before removal") and urinary tract infection ("uti"). In august 2017, the patient experienced vaginal infection ("infection (other) describe: after removal the cuff had a hard time heeling and was infected"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), post procedural infection (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), bladder mass ("there was a mass in my bladder that wasn't a tumor prese they did a biopsy and it was noncancerous"), autoimmune disorder ("autoimmune issues"), cosmetic allergy ("allergic reactions"), nausea ("nausea"), anxiety ("anxiety"), feeling abnormal ("brain fog"), haematuria ("abnormal bleeding in urine"), back pain ("back pain/back pain in my left kidney area"), colitis ("colon inflammation"), erythema ("face red"), acne ("acne"), hair growth abnormal ("hairgrowth"), post procedural fever ("8 days essure free and had low grade fever"), uterine haemorrhage ("uterus did not clamp down and I had hemorrhaging"), loss of consciousness ("collapsed"), cystitis noninfective ("bladder just be irritated/inflamed"), allergy to metals ("nickel allergy"), pseudocholinesterase deficiency ("pseudocholinesterase deficiency"), post procedural complication ("body rejecting the stitches"), vulvovaginal pruritus ("vaginal itching"), vaginal discharge ("brown and white discharge") and menstruation irregular ("irregular periods") and was found to have weight increased ("weight gain"), blood urine present ("blood in urine"), blood oestrogen decreased ("my estrogen and testosterone are very low but my pre-testosterone is very high"), progesterone decreased ("my estrogen and testosterone are very low but my pre-testosterone is very high") and blood testosterone increased ("my estrogen and testosterone are very low but my pre-testosterone is very high"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and antibiotics. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, post procedural infection, genital haemorrhage, bladder mass, autoimmune disorder, cosmetic allergy, nausea, depression, anxiety, vaginal haemorrhage, menorrhagia, mood swings, bacterial vaginosis, urinary tract infection, vaginal infection, anger, petechiae, dysmenorrhoea, fatigue, abdominal distension, alopecia, amnesia, cystitis, dermatitis contact, haematuria, rash, back pain, blood urine present, colitis, erythema, acne, hair growth abnormal, post procedural fever, uterine haemorrhage, loss of consciousness, cystitis noninfective, allergy to metals, pseudocholinesterase deficiency, blood oestrogen decreased, post procedural complication, vulvovaginal pruritus, vaginal discharge, progesterone decreased, blood testosterone increased and menstruation irregular outcome was unknown, the dyspareunia, renal pain and feeling abnormal had resolved and the weight increased was resolving. The reporter considered abdominal distension, acne, allergy to metals, alopecia, amnesia, anger, anxiety, autoimmune disorder, back pain, bacterial vaginosis, bladder mass, blood oestrogen decreased, blood testosterone increased, blood urine present, colitis, cystitis, cystitis noninfective, depression, dermatitis contact, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, haematuria, hair growth abnormal, loss of consciousness, menorrhagia, menstruation irregular, mood swings, nausea, pelvic pain, petechiae, post procedural complication, post procedural fever, post procedural infection, progesterone decreased, pseudocholinesterase deficiency, rash, renal pain, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus, weight increased and cosmetic allergy to be related to essure. The reporter commented: right and left side 3 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: everything looks fine. Hysterosalpingogram - on (B)(6) 2014: essure confirmation test showing bilateral cornual tubal occlusion and placement of both micro-inserts within 30 mm of the uterine cornua.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received: uterine hemorrhage, collapsed, bladder just be irritated/inflamed, nickel allergy, pseudo cholinesterase deficiency, my estrogen and testosterone are very low but my pre-testosterone is very high, irregular periods, post procedural complication, vaginal itching, post procedural infection and vaginal discharge were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), nausea ("nausea"), dyspareunia ("painful sex"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, hypersensitivity, nausea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dyspareunia, genital haemorrhage, hypersensitivity, nausea and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.